Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing and inappropriate shocks. The presenting subcutaneous electrocardiogram (s-ECG) showed noise. The smart pass feature was currently enabled. Isometerics testing was performed showing noise in primary and secondary vectors. Alternate vector showed small amplitude signal, so this was not an option. The decision was made to keep secondary vector and send this patient for a chest x ray. Technical services (ts) discussed based on the results of imaging the next steps can be determined. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing and inappropriate shocks. The presenting subcutaneous electrocardiogram (s-ECG) showed noise. The smart pass feature was currently enabled. Isometerics testing was performed showing noise in primary and secondary vectors. Alternate vector showed small amplitude signal, so this was not an option. The decision was made to keep secondary vector and send this patient for a chest x ray. Technical services (ts) discussed based on the results of imaging the next steps can be determined. This s-ICD remains in service. No additional adverse patient effects were reported.